Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic sigmoid colon procedure for a patient with a history of colon cancer, in the final step for end-to-end anastomosis. An incomplete distal donut was observed, while the proximal donut was fully intact. Due to concern for anastomotic integrity related to the incomplete distal donut, a leak test was performed post firing and was negative with no bubbles. Despite the negative leak test, the surgeon remained concerned and decided to divert to a temporary colostomy as an additional intervention.